Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Event description:
It was reported that intermittent unspecified malfunction alarm occurred. Reportedly, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.